Event description:
A report was received from user facility that the product was reprocessed and placed into use for the third time. Product was in use for 1 hour when the user's caretaker noted problems with ventilation and suctioning using a 10f suction catheter. The user facility reported that the airway appeared to be partially blocked but could not locate a blockage when examining the product. The product was removed from patient and replaced. The patient suffered no injury or distress.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.